Event description:
After use of the device for a cardiopulmonary byapss procedure, the user reported that the flow sensor module was faulty. At constant pump speed, periodically the customer noticed and metered flow rate dropped dramatically. They replaced the sensor module with a back-up module and cleaned the flow sensor with ultrasonic gel. They still had the same problem. There were no reported adverse consequences to the pt.

Manufacturer narrative:
The field service representative (fsr) is going to the customer site to evaluate reported issue. This complaint is related to MDR #1828100-2013-00213.